Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 an amplatzer occluder was selected for a procedure. During the procedure the device formed a cobra shape. The procedure was successful completed by using another abbott device.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. Four photos were received from the field, which appeared to show the device with a cobra deformation. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.